Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. Section a1 - patient identifier complete entry = sample ID (B)(6) and sample ID (B)(6). All available patient information was included. Additional patient details are not available.

Event description:
The customer observed falsely decreased hemoglobin results for two patients on an alinity hq analyzer. The following data was provided: sample ID (B)(6) initial result was 64.5, repeat result was 107 g/l. Sample ID (B)(6) initial result was 61.2, repeat result was 122 g/l. There was no impact to patient management reported.

Event description:
The customer observed falsely decreased hemoglobin results for two patients on an alinity hq analyzer. The following data was provided: sample ID (B)(6) initial result was 64.5, repeat result was 107 g/l sample ID (B)(6) initial result was 61.2, repeat result was 122 g/l. There was no impact to patient management reported.

Manufacturer narrative:
The complaint investigation for falsely decreased hemoglobin (hgb) results, on the alinity hq analyzer, serial number (B)(6), included a review of complaint text, a search for similar complaints, trending data, labeling, and device history records. The customer performed an autoclean on the analyzer, which resolved the issue. Quality control results recovered within range. No subsequent issues have been reported. A review of the instrument history revealed no contributing factors described in this complaint. A review of labeling and historical data was done, and both were adequate, with no trends found. Based on all available information and abbott diagnostics' complaint investigation, no systemic issue or deficiency was identified.